Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-05075 . It was reported patient experienced ineffective coverage of pain relief for the bottom of foot . To address the issue patient underwent surgical intervention where another lead was added for coverage in the foot area. No other leads were explanted . Effective coverage of therapy was reported post operatively.

Event description:
Device 1 of 2. Reference MFR. Report: :1627487-2019-05075.